Event description:
A (B)(6) male underwent initial zenith placement on (B)(6) 2006. A renu main body extension and a main body extension were placed at that time. Source documents were received describing a type iii endoleak with dissociation of the endografts (another from original repair and renu proximal extension cuff) regarding a previously reported event of a 13mm increase in the diameter of the aortic aneurysm from 1 month post-renu implant to 36 months post-renu implant. A secondary intervention was performed in which another MFR's bifurcated graft was placed within the previous grafts and crossing the site of dissociation. Following the repair, the maximum diameter of the aneurysm was noted to be 66mm and there was no endoleak. Timepoint pre-renu implant: 30 days post-renu; aortic measurement: 63mm: 30 days post-renu; 60mm: 12 mo post-renu; 69mm: 23 mo post-renu; 67mm: 36 mo post-renu; 73mm.

Manufacturer narrative:
Additional device placement is not specifically labeled in the IFU. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. Numerous design verification and validation activities have been performed to ensure that this device has the proper requirements, and that the device meets the needs of the user. In addition the instructions for use (IFU's) for the zenith line of products lists several key points that could eliminate this failure mode from occurring; anatomical criteria, pt sizing, proper amount of overlap between components, pt follow-up guidelines, etc. The complaint device was deployed in (B)(6) 2006 to repair an unk issue with another MFR's stent graft. The separation of the renu device and the other MFR's stent likely occurred slowly over time. Contributing factors are unk based on the limited info provided. Continued disease progression and/or anatomical remodeling may have contributed to the disconnect. The IFU states that the renu graft "is designed to provide positive proximal fixation, but may not address deficiencies in previously implanted endovascular grafts or correct the clinical problem caused by the preexisting graft." It is recommended that there is at least one z stent overlap between the renu extension and preexisting graft. The disconnect was repaired by placement of another MFR's stent graft. We will notify the appropriate internal personnel of the event and continued to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk analysis (qera) and the risk associated with the failure mode will remain at an acceptable level. Risk mitigation is not required at this time.